Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system does not detect that the draw was open, so cubie would not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system didn't detect the drawer was open, so cubie was not opened. A field service engineer (fse) found that the drawer position sensor was intermittently functioning, replaced the position sensor, and then verified proper drawer operation through the hardware test application. The system functioned as intended after the field service engineer repaired the device.